Event description:
The caller from the facility reported that the unit was underfilling final containers, based on weighing the filled final container and a report from the home pt that the containers seemed underfilled. When asked for more specific info, the caller was not able to provided any. The unit will be returned for eval. No pt adverse event due to this complaint.

Manufacturer narrative:
Evaluation: the unit was received dirty and tested as received. It passed all performance tests. The complaint could not be duplicated.